Event description:
Event description boston scientific (bsc) cardiac rhythm management received information that the patient heard tones or whistling like a choo-choo train from the device. A family member just heard this 'sound' and the patient reported seeing stars and being lightheaded. Information was later received that this device was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Technical services advised the patient to contact the cardiologist. The device was checked by crawford long arrythmia center and it was fine. The cause for the patient's symptoms is unknown. The system remains implanted. No additional information available. This event will be reopened should additional information become available. The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.